Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the uplink test for the radiofrequency programmer head was out of specification and it was also determined that its cable was twisted. The cable was replaced. (B)(4).

Event description:
The radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.